Event description:
Healthcare professional reported right side "possible rupture, pain, swelling." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: visual analysis of the returned device identified; fold creases, deformation, weight within specification. After autoclave cycle was identified: cloudy gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process and no openings found.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "possible rupture, pain, swelling".

Event description:
Healthcare professional reported right side "possible rupture, pain, swelling." Device remains implanted.